Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the thumbwheels, and central processing unit (cpu) tray cover were replaced, and the issue was resolved.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was not secure to the universal stand. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator was not secure to the universal stand. The customer reported that the pressed nut had broken off the cover. The customer was provided with the part numbers for a replacement central processing unit (cpu) tray cover, and thumbwheels. The investigation is ongoing.